Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that electrodes 8, 9, and 13 were noted to have high impedances. The affected electrodes were not needed for reprogramming. Reprogramming was completed to improve potential pain relief. No known issues led to the high impedances. The issue was reported to be resolved. No symptoms or further complications were reported.